Event description:
Reporter from the us reported that the cutter broke completely at the shaft, near the distal portion of the attachment, during a lumbar laminectomy surgery. The attachment flared out at the distal most portion. All pieces were found. No injury or medical intervention occurred. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
Reliability engineering evaluated the devices, and the reported problem was confirmed. The ma-15c bearing sleeve exhibited evidence (flaring of the tip) consistent with the application of excessive side load force during use.(B)(4).